Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of monopolar curved scissors (mcs) instrument would not close. The instrument had broken wires. The procedure was completed with no reported injury. There were no delays in procedure.